Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced kinked cannulas with three infusion sets on (B)(6) 2026, which resulted in a high blood glucose event. The event was treated with a correction injection via multiple daily injections. The infusion sets had been inserted in the abdomen. The patient noticed symptoms approximately three hours after insertion, and the infusion sets had been in use for one day.